Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 495 mg/dl and 500 mg/dl at time of incident and current blood glucose level was 144 mg/dl and treated with manual injections. The customer was assisted with troubleshooting. Customer reports the symptoms related to high blood glucose was nausea, headache and tired. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer reports they have contacted their health care professional regarding the high manual injections. Customer did not allege insulin pump was under delivering. Customer states time or date was correct. The insulin pump will not be returned for analysis.